Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that a tooth is very painful and discolored. Patient was examined by their dentist and found bone visible at the top of gums from damage, most likely from the movement of teeth with aligners. Tooth movement may have been done too quickly and caused the damage to the root and tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.